Event description:
A medtronic representative reported that while in an ent procedure the surgeon alleged an approximate 2mm inaccuracy. Immediately following registration, the surgeon noted the inaccuracy was along the septum and worsened the more posterior he checked. The surgeon was using the small frazier suction, as well as, the track-able straight blade. The procedure was completed with the use of the fusion navigation system. There was no negative impact on the patient outcome reported.

Manufacturer narrative:
Patient identifier, age, and weight were unavailable. No parts or files have been received by the manufacturer for evaluation.

Manufacturer narrative:
A medtronic representative conducted testing with a lisa demo head and did not find any glaring issues that would indicate a specific problem. After his 1st registration there was a slight midline shift of maybe 2-3mm, but as soon as he re-registered, the issue went away. Of 4 total different registrations only the 1st had a slight accuracy issue, past that the rest were solid. Evaluation of system logs finds the tracing pattern was not optimal since there was tracing over soft tissue. The tracing result on the bridge on the nose is poor indicating that tracer is likely shifted from the correct location. Software is functioning as designed.

Manufacturer narrative:
Further testing of instruments and system onsite by medtronic representative found alleged inaccuracy could be replicated with the small straight suction. A replacement suction has been sent to the site for issue resolution.